Event description:
It was reported that the patient was admitted to the hospital with atrial fibrillation (af), pneumonia and a sinus rhythm of 53 bpm. Atrial lead impedance was 350 ohms and sensing was intermittent. Anti-arrhythmics were given to stop the af. A chest x-ray was done and everything appeared to be normal. The pulse generator was temporarily programmed to backup vvi mode.

Event description:
It was reported that the clinician thinks that the sensing anomaly was due to anti-arrhythmic drugs given the patient to convert atrial fibrillation.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Only a connector portion of the lead measuring 4.7 cm was returned.